Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The bending section rubber leaked while being handled by the user, causing water to enter the inside of the device. As a result, an abnormality occurred in the image sensor unit, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the image was okay, but when manipulating the image guide tube, it flickered. The device evaluation also found a tapered bending section cover that was still leaking. The bending section cover had a hole, was cut, and was leaking. The video cable buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image blanked out and went dark when toggled. It is unknown when the reported issue was observed. There were no reports of patient harm.